Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A healthcare professional reported that the system displayed reflux even though the footswitch was not depressed. Additional information has been requested.

Manufacturer narrative:
The system and footswitch were examined and the reported event was not replicated in the system. However, the reported ¿reflux issue¿ was attributed to the footswitch and footswitch cable non-conformities. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 6, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿reflux issue¿ was attributed to the footswitch non-conformity. Therefore, there was no problem found with the system and it did not contribute to the reported event. The system and footswitch were examined. The reported ¿reflux issue¿ was attributed to the footswitch and footswitch cable non-conformities. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the footswitch. The footswitch was manufactured on october 12, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of a reflux display issue can be attributed to a nonconforming footswitch. (B)(4).